Event description:
The following events were noted through a periodic article review. Between 2008 and 2011, 141 patients (119 men; mean age (B)(6)) with atherosclerotic ica stenosis > 70% were prospectively enrolled in the study. About two thirds of the stents placed were acculink (97, 68.9%), with carotid non-abbott stents in 44 (31.2%); 3 patients required 2 stents. Four (2.8%) patients developed a short-lasting ipsilateral tia (<15 minutes after stent deployment; two of them had plaque with pathological intimal thickening, while the other two were of the calcified thin-cap fibroatheroma type. Three of the 4 patients had open-cell stents. The composite rate of death/disabling stroke was 2.1% (3/141);there were no minor strokes or myocardial infarctions. Additional information was received which clarified the death/disabling stroke (3/141) which states, one of the patients had a cerebral hyperperfusion syndrome and the patient died (open-cell stent). The other two patients had minor stroke (1 open and 1 closed cell stent). No additional information provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported product deficiency. The reported patient effects of death, neurological deficit dysfunction, and transient ischemic attack (tia) are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.